Manufacturer narrative:
Manufacturers ref# (B)(6). D1 + d4) brand name and catalog # are unknown but referred to as cook vena cava filter summary of investigational findings: the sheath of the gtrs collapsed during retrieval of a cook filter. The filter had been implanted for about four months and the ¿caval hook outside of ivc lumen¿. The retrieval attempt was aborted ¿due to inability to retrieve in outpatient setting¿. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: caval hook outside of inferior vena cava lumen. The indwell time of the filter implanted in the patient was approximately four months. Patient outcome: procedure aborted due to inability to retrieve in outpatient setting.